Event description:
It was reported that transmitter didn't work occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error via data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage in the transmitter. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed and the probable cause was determined to be transmitter failed error via product. The reported event of a transmitter didn't work is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability - additional. H2:additional information/device evaluation - additional. H3:device evaluated by manufacturer - additional. H6:event problem and evaluation codes ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter didnt work occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error. The reported event of a transmitter didnt work is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.